Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: "guidewire frayed. The dr. Used 3 trays on one patient that the wire frayed". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and 3-l catheter for evaluation. The guide wire was returned inside the catheter, was unra veled, and showed evidence of use. The guide wire was removed from the catheter. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/bent in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. Visual inspection of the catheter revealed a kink partway down its body at the same location as a guide wire kink. This damage is consistent with undue force applied to the catheter during insertion. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. The major kinks in the guide wire body were measured at 214mm and 240mm from the proximal tip. The broken core wire measured 598 mm in length, which is within the specification of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.806 mm which is within the outer diameter specification of 0.788-0.826 mm per guide wire product drawing. The kink in the catheter measured at 38 mm from the distal end. The catheter body length measured 217 mm which is within the specification of 207-227 mm per catheter product drawing. The catheter was functionally tested per the IFU provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guide wire of same diameter as that supplied in the kit (measured 0.790 mm) passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and catheter, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the sp ring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports: "guidewire frayed. The dr. Used 3 trays on one patient that the wire frayed". No patient harm was reported. The patient's condition is reported as fine.